Event description:
It was reported that the force bipolar instrument was broken. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken conductor wire at the grip-tang. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Additional unrelated observation(s) reported by site: the instrument was found to have a frayed grip cable at the distal end. Further, the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.76mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage the instrument was also found with a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulation do not show damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.